Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: on (B)(6) 2019, it was reported that the device required repair for an unknown reason. In the repair report it was clarified that the ratchet handle could not be attached. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A review of the device history records will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. Device evaluations results/investigation findings: product review of the meshgraft ii by zimmer biomet japan on november 1, 2019 revealed that there were no abnormalities as a result of the inspection. Repair of the meshgraft ii was performed by zimmer biomet japan on november 1, 2019 which did not necessitate the replacement of any components. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet japan it was noted that there were no abnormalities as a result of the inspection. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental/final medwatch will be filed.

Event description:
It was reported that during kit inspection the mesh graft2 was in need of repair because the handle would not move up and down. No adverse events were reported as a result of this malfunction.